Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a pre-existing mean gradient of 66 mm hg, a pre-implant balloon aortic valvuloplasty (bav) was performed twice using a 22 mm non-medtronic balloon due to calcified anatomy. Upon initial deployment to a depth of 3 mm, an infold was observed in the valve frame. Per the physician, the infolding was due to severe calcification. Subsequently, the valve was recaptured and withdrawn from the patient. Another bav was performed. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. There was a 5-minute procedural delay. No adverse patient effects were reported.